Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation, and the following was visually observed: the liner was fully expanded as designed, the distal tip was torn radially along the distal edge of the liner with some stretching, and all score lines were present. The tip opened along the axial score line. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and difficulty advancing through the esheath were confirmed per evaluation of the returned device. Per the complaint description, 'as the doctor was advancing the device through the distal end of the 14fr esheath in the patient's body, there was resistance right at the tip. Team pushed to advance, the resistance gave and team carried on with the procedure. There was no issue with the valve or the patient. Distal tip damage was observed.' Follow up communication state that there was mild calcification in the patient access vessel. The failure mode is characteristic of sheath tip tear events as described in a previously initiated product risk assessment (pra) and CAPA to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per visual inspection of the returned device, the liner was fully expanded, as designed. The distal tip was torn radially, along the distal edge of liner with some stretching. The tip was opened along the axial score line, and radial/slant score lines are present. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Additionally, if there was calcification near the tip area, the presence of calcification could prevent the tip from properly opening and expanding, creating resistance. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards united kingdom affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, resistance was felt during insertion of the commander delivery system and valve into the esheath as the devices were advancing through the distal end of the 14fr esheath. Team continued to advance, until the commander delivery system exited the distal tip. Upon removal of the devices, the distal tip was observed to be damaged. The procedure was completed successfully, and the patient is recovering well. As per the pre-decontamination evaluation update, it was confirmed that the esheath distal tip was torn.

Manufacturer narrative:
Investigation is still ongoing.